Manufacturer narrative:
Multiple attempts were made for additional information and to secure the return of the devices however the customer has not responded nor sent any devices back for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. In addition, the lot number was not provided thus a device history record will not be reviewed. No corrective actions will be taken at this time. Model and lot number for this device was not reported, therefore, the primary di number cannot be provided.

Event description:
It was reported that the facility had multiple cases of co values being lower on a flotrac transducer compared to fick. Fick calculations were based off the central line. Hospital staff believed that the fick co values matched the patient's conditions better. There were no allegations of patient injuries. Additional information was request but not shared. Quantities, model, and lot number are unknown.